Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 50mg/dl, with blurred vision, and unsteadiness when standing or walking, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had made changes to the patient¿s basal rate settings. The basal history matched the active basal program settings, and the basal delivery totals in total daily dose matched the active basal program total or were as expected. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.